Event description:
It was reported that when test stimulation was turned on during the spinal cord stimulation (scs) trial procedure the patient complained of feeling stimulation in the abdomen. When the physician adjusted the position of the lead, a change in the electrocardiogram (ECG) was noted indicating a possible arrhythmia and the patient reported feeling unwell. Medication was administered and the lead was removed. Once the lead was removed, the patient reported no longer feeling ill; however, after consulting with a cardiologist, the physician decided to cancel the surgery. The physician assessed a vagus nerve reflex was triggered by the lead insertion and test stimulation. Physical analysis could not be conducted in our laboratory, as the lead was discarded by the facility.